Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 503458 lead; implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that after the patient underwent coronary artery bypass graft (CABG) surgery, their right atrial (ra) lead had high impedance and was unable to capture. In addition, it was felt that the lead had a possible fracture. Initially, the lead was reprogrammed, but later it was capped and replaced. No patient complications have been reported as a result of this event.